Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/04/2015 with the following findings: black box confirms that the time/date reset to default setting after por. Time/date reset to default setting was duplicated during investigation. A visible inspection confirmed the bt1 internal battery was leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history settings (time and date reset) issue. There was no additional information at the time of this report. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.